Event description:
It was reported that balloon burst occurred. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl esophageal balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: the xxl was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located 13mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device. No other issues were identified with the device.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl esophageal balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. The patient was stable post-procedure. It was further reported that the 85% stenosed target lesion was located in the mildly tortuous and none calcified iliac vein.